Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was difficulty placing the right ventricular (rv) lead. After the initial placement, the threshold was too high and when repositioning, it seemed difficult to move around in the ventricle. After several attempts the lead was removed from the patient and it was observed that the lead helix was not completely retracted. An attempt was made to retract the helix; however, it was not possible to get the helix completely back into the lead body. The lead was not implanted, and another lead was used. No patient complications have been reported as a result of this event.